Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient resides in assisted living and stated on (B)(6) 2023, they were brought to the hospital because their blood glucose was high. The patient was sweating, was nauseated, and passed out for a couple of minutes. They stated they also had chest pain due to anxiety. At the hospital, the patient was treated with an insulin drip. The patient was discharged from the hospital on (B)(6) 2023. At the time of the report, the patient was doing fine. It was reported that during the event, the patient's blood glucose was 400 mg/dl while the cgm was 378 mg/dl. These values were taken at the hospital prior to being treated with insulin. Although the values are within specifications, the patient alleged that they were inaccurate. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.